Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced sample arm, reagent probe 2 (r2) transducer, heterogeneous module (hm) sample drain, reagent probe 1 (r1) and r2 drains, all pump unit valves, ultrasonic printed circuit board (pcb), source lamp, and heat torch. The cse checked alignments, cleaned the windows and dispense hole and ran photometer quality controls, which passed. Precision testing was run for the vancomycin and valproic acid methods and no outliers or imprecision was obtained. The cause of the discordant and imprecise results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low valproic acid result was obtained on a patient sample and imprecision was observed on the valproic acid and vancomycin methods on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant and imprecise results.

Manufacturer narrative:
Corrected information (05/26/2017): the initial MDR 1226181-2017-00503 was erroneously filed with an incorrect MFR report number. The report number should have been 2517506-2017-00503. A new report has been submitted with the correct number.